Event description:
It was reported that while transporting a patient to the hospital, as the paramedics made their way through the doors of the emergency room, they realized that the device was off. The paramedics immediately powered the device back on and they began to transfer the patient over the hospital's care. As they were transferring the patient and hooking him up to the hospital's monitor, the pt suffered cardiac arrest. The customer was unsure as to how long the hospital worked on the patient. The pt was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further investigated the patient download record and determined that the root cause of the reported event was user error.